Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (results code). The complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. Medical profession reviewed the received information and noted: the CT-scan shows status after a well-healed dwyer osteotomy of the calcaneus and after a well-healed subtalar fusion, hardware removed. Screws of the dwyer osteotomy are in situ, yet not interfering with the tar implant. The tibial component has subsided a little bit but is well-fixed into the tibial bone. It is not completely aligned with the mechanical axis. The talar component has subsided a little bit but is well-fixed into the talar bone. It is not completely aligned with the mechanical axis, yet it is well-aligned relative to the tibial component. The implants as such looks intact. To assess the indication for revision, clinical information is needed. Since we have no information on infection, clinical range of motion, skin sores, stability and much more, the root cause leading to revision cannot be determined. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.